Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2013. Subsequently, patient alleges experiencing pain and stiffness. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."